Event description:
Unable to deliver stent, when system removed, unable to locate stent by fluoroscopy of femoral arteries and profunda arteries. Angiography of left coronary artery in several directions did not reveal location of undeployed stent.